Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose level. Customer¿s blood glucose level was 489 mg/dl at the time of incident. Customer reported that they received insulin flow blocked alarm. Customer reported that the insulin pump was working as designed. It was unknown whether customer was using auto mode feature or not. No further patient complication were reported. The customer will continue to use the device.